Event description:
Additional information was received from the patient. They reported that steps taken to resolve the issue included contacting the manufacturer representative to check the device after being shocked during the MRI without the device being turned off. There was no permanent damage to the patient or their device. The rep had recommended 4-5 day rest period and then to restart the ins on (B)(6) 2021. The issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had MRI of brain done yesterday. Caller reported when patient was at MRI center, could not get into MRI mode. Patient indicated was not in MRI mode and stimulation was on. Caller reported patient felt zipping sensation right side of the ins, patient felt soreness, and no pulling sensation. Caller met with patient today and ins checked out fine, normal impedance. Patient was on program 1 at 6.4v. Patient does not feel any zipping, no redness, but slight soreness at ins site. Caller suggested patient to turn stimulation off until monday when patient will be seen again.